Manufacturer narrative:
The serial number of cobas e 801 1 is (B)(6). The serial number of cobas e 801 2 is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The reporter stated that there has been an "overestimation" of the assay since they changed the cells at the beginning of (B)(6) 2023. The reporter stated that the result discrepancy was noted between two cobas e 801s: analyzer 1 and analyzer 2. The result from analyzer 1 was 16.2 pg/ml. The result from analyzer 2 was 13.2 pg/ml.

Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The field service engineer (fse) inspected the analyzer and noted abnormal low signal and measuring cell (mc) condition alarms. He then replaced both pinch valves of the affected channels. The investigation determined the event was consistent with defective pinch valves on the mc channels.